Event description:
It was reported that during a left hip procedure, while impacting the cup, the inner instrument broke. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Product has been returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One 3/8 thd mod insert item# 31-400603 lot# unk was returned and evaluated. Upon visual inspection no lot number was found. The device shows wear lines on both cylinders. The device had fractured on the corners of the inner cylinder. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.